Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on the force sensor resistor. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. Troubleshoot was performed and drive support cap appears normal. Customer states they are received an alarm compromised force sensor system. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshoot was declined for low readings. The insulin pump will be returned for analysis.